Event description:
The reporter stated that the device result was in the 300's mg/dl. She went to the ER and the ER meter read 109mg/dl. She was not treated. The device was replaced and requested to be returned for evaluation.